Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Customer reported that the button is extremely difficult to press and requires multiple presses to turn on pump screen. Customer's blood glucose level was 158 mg/dl. The customer reverted to manual injections for insulin therapy.